Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2024-00327.

Event description:
On (B)(6) 2024, the patient underwent a thrombectomy procedure in the apical segmental, right lower lobe, and left pulmonary artery using an indigo system aspiration catheter 12 (cat12), an indigo system separator 12 (B)(6), and a penumbra engine (engine). There were no reported procedural complications. On (B)(6) 2024, the patient¿s general condition suddenly deteriorated, with the occurrence of a pulseless electrical activity (pea) cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated, and after administration of adrenaline, the patient was successfully resuscitated. The patient was then intubated and transported for a follow up computed tomography (CT) scan of the head and pulmonary arteries. The CT of the head revealed no obvious sign of fresh bleeding, but the CT angiography of the chest showed a recurrence pulmonary embolism (pe) in the left and right pulmonary arteries. Features of right ventricular overload were noted, inducing pulmonary edema. The patient was then transferred to another hospital for cardiac surgery and placed on extracorporeal membrane oxygenation (ECMO). After successful treatment, the patient was returned to the original hospital. The event is considered resolved. The independent medical reviewer (imr) adjudicated the pulmonary embolism recurrence as a serious adverse event with a possible relationship to the indigo system aspiration catheter 12 and the indigo system separator 12, and a possible relationship to the index procedure.